Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture on left side, device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed openings during the analysis. Additional observations: observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported rupture on left side. The device has been explanted.